Manufacturer narrative:
Pump passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. The self test returned a pump error alarm. Pump errors occurred after the aa battery was changed. Pump error 25 is confirmed due to connector resistance issue. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm and multiple pump error alarm. The customer¿s experienced a high blood glucose and the blood glucose level was 26 mmol/l. Customer¿s blood glucose value was 10 mmol/l. Customer treated with insulin pump for high blood glucose. Customer stated that the notification light was stopped immediately. The insulin pump will be returned for analysis.